Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to 500 mg/dl. The customer also reported air bubbles may be the cause of their high blood glucose as insulin was not properly delivered. Customer declined to return the insulin pump for analysis.